Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient experienced an acute mi and fell in the bathroom, pulling his leads off. Staff indicated that a cyan level leads off was provided however staff had become desensitized to this level of alarm and did not immediately respond to the patient. A delay of 7-8 minutes occurred. The patient expired.

Manufacturer narrative:
(B)(6). The customer did not request onsite device evaluation from philips. The customer has indicated that the monitoring system worked correctly. The product distributor worked with the customer who wanted to make changes to the monitoring system settings to bring more attention to leads off events. The customer has performed retraining of staff based on new hospital procedures. The customer has also made a change to make the leads off alarm now a red level inop. The customer made hospital procedural changes and has trained staff on these procedures and has also made a change in the monitoring configuration to make ECG leads off a red level inop. The product is in use. No malfunction occurred. The customer became desensitized to their frequent low level cyan ECG leads off inop alarms and failed to respond promptly to a patient who had fallen after an acute mi. A delay of 7-8 minutes occurred and the patient expired. The customer has not alleged any malfunction of the monitoring equipment and has since decided to make use of the ability to change the level of the ECG leads off inop and has now configured this to be a red level inop. This has been performed in addition to hospital protocol and procedural updates which they have trained their staff on.